Event description:
I had mentor 600 cc breast implant surgery. Health gradually started declining. Formerly very healthy, mild seasonal allergies and allergic to some animals (horses, cats). Started developing autoimmune symptoms that interfere in daily living. Heart palpitations, severe joint pain, fatigue, difficulty breathing, tightness in chest, rashes, sinus problems and reoccurring infections, increase in urinary tract issues/uti, hives, severe hives when exposed to sun on shoulders and chest, insomnia, fatigue, change in mood and pain around my breasts. Nothing abnormal came up with my doctors and most were unexplained by bloodwork. FDA safety report ID# (B)(4).